Manufacturer narrative:
Manufacturing site: (B)(4). The second fielder with reportable malfunction was first recognized when it was returned to the manufacturer with another fielder; therefore date of this report and date received by manufacturer are the same as the date in. Returned to manufacturer. Two fielder guide wires were returned for evaluation (referred to as fielder a and fielder b, respectively). [Fielder a] peeling of the ptfe coating on the shaft of fielder a was confirmed at about 70-85cm from the proximal wire end. The ptfe coating was peeled mostly in a single longitudinal line that run linear and partially helical. The distal end of peeled segment was accompanied by a straight scratch. [Fielder b] peeling of the ptfe coating on the shaft of fielder b was confirmed at about 73-81cm from the proximal wire end. The ptfe coating was peeled in two longitudinal lines: one run linearly and the other run helically. The distal end of peeled segment was accompanied by a helical scratch. Lot history review including adhesion test results of ptfe coating revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the investigation outcome and referring to known similar events, it was presumed that the ptfe coated wire shaft had most likely scraped by a metal inserter or braid of the unspecified concomitant catheter due to anatomical conditions that made the wire surface point contact the sharp or pointy edge of the other device, peeling the ptfe coating. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that some ptfe coating fragments might have remained in the vasculature. Instructions for use (IFU) states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly. Do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart. [Malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
During a percutaneous coronary intervention to treat an unspecified lesion, the physician aspirated the contrast medium with a syringe with an asahi fielder guide wire was inserted into the body. Two fielder guide wires from the same lot were used in the procedure. Floating matters that appeared to be coating fragments were mixed with the contrast medium. The patient was discharged on (B)(6) without symptom that could prolong the hospitalization after the procedure. There were no adverse patient effects associated with this event. First fielder MFR report #: 3003775027-2021-00105.